Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received stating upon removal of the enteral feeding extension set the white top portion of the low-profile transgastric-jejunal feeding tube disconnected from the enteral feeding tube. Another tube was reinserted in radiology department. There was no reported patient injury. No additional information was provided in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
The device history record for the lot number, aa4293n19, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample was received and evaluated. The sample has discoloration on the neck of the molded had and on the balloon. The embossed lot number on the strap is worn. The jejunal feed port is detached from the molded head. The feed port was not received. The silicone around and inside the jejunal port is torn and jagged. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).